Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation/rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening curved on the radius and an observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the radius. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is one crease sharp opening on the radius due to fold flaw opening.

Event description:
Healthcare professional additionally reported "benign round microcalcifications." Device has been explanted.